Manufacturer narrative:
The device remains implanted. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies each device states in the precautions: the pelvilace biourethral support sys is for single-pt use only and is to be implanted surgically. Do not use the pelvilace biourethral support sys if the integrity of the packaging appears compromised. The pelvilace biourethral support sys pelvicol implant should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. Postoperative retropubic bleeding may occur in some pts and must be controlled prior to pt release. The pelvilace biourethral support sys procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, and bowel, during needle passage. Proper placement of the pelvilace biourethral support sys at mid-urethra requires that the tissue lie flat with minimal or no tension under the urethra. The pelvilace biourethral support sys is intended as a single-use, disposable device. Do not resterilize any portion of the pelvilace biourethral support sys. Pts should be advised that pregnancy following a pelvilace biourethral support sys procedure may negatively affect the success of the previous procedure and incontinence may reoccur." (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and has undergone corrective surgery.